Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, pneumonia occurred. In 2008, an unknown taxus stent was implanted at another hospital. The patient was prescribed bayaspirin and plavix. In (B) (6) 2009, the patient was hospitalized. A transbronchial lung biopsy (tblb) was performed, nothing was confirmed. A shadow in the lung 'was progressing and ambulatory', but no symptoms were confirmed. Patient was not experiencing respiratory discomfort. The patient experienced repeated pneumonia post stent implant. The physician suspects the cause of the pneumonia may be an allergy due to the taxus stent. Drug-induced lymphocyte stimulation test (dlst) was performed for iopamiron, omnipaque, metal, and paclitaxel. The result were negative for iopamiron, omnipaque, and metal and positive for paclitaxel. However a definitive diagnosis could not be made. Following a scheduled histopathology, steroid therapy is under consideration. The patient has been hospitalized.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient condition is reported as recovered and the patient has been taking 'ambulatory' treatment. The patient condition has been stable, due to steroid treatment. As a result of video-assisted thoracic surgical (vats) biopsy, organizing pneumonia was confirmed. Steroid treatment began in (B)(6) 2010. The quantity has been reduced from 30 mg of predonine to 15mg. The drug-induced lymphocyte stimulation test (dlst) was positive for paclitaxel (taxol), therefore the factor for the pneumonia is unknown. The physician felt that if the patient still has pneumonia when the steroid treatment is completed, taxus would be a cause of the pneumonia.

Manufacturer narrative:
(B) (4). (B) (6) 2008. Device evaluated by manufacturer - as the unit has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).